Manufacturer narrative:
The force bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws broke on the force bipolar forceps, a fragment fell into the patient, and it was removed successfully. The procedure was completed.

Manufacturer narrative:
Additional information: the following additional information was obtained: the instrument in question was thoroughly inspected prior to use, and no damage or anything out of the ordinary was noted during this pre-operative check. During the procedure, the device fragment fell inside the patient while the instrument was being used to grasp tissue. The surgeon did not provide any comments regarding the possible cause of the instrument breakage and indicated that this was the first time he had encountered such an event. The instrument had been in use for approximately six cases prior to this issue, and the surgeon did not notice any functionality problems with the device during the surgical procedure. No collision with other instruments or hard materials occurred during the procedure. However, it was noted that the fragment fell into the patient as a result of an instrument tip or accessory collision. The instrument was removed during the procedure prior to the breakage, and the wrist was straightened during removal, with surgical staff reporting no resistance upon extraction through the cannula. Upon final removal of the instrument, once again, the wrist was straightened and there was no resistance felt by the staff. No damage to the cannula or additional damage to the instrument itself was observed post-event. The fragment that fell was retrieved using laparoscopic instruments, and all fragments were visually confirmed to have been completely removed. No additional surgical procedures were required for fragment retrieval. Furthermore, no post-operative tests like x-ray or ultrasound were conducted to check for remaining fragments, as completion was confirmed visually. The procedure was completed robotically without further incident. There was no additional injury to the patient as a result of the incident, and the patient has not returned to the hospital due to any post-surgical complications related to retained foreign objects. No photographic images of the device or video recordings of the procedure were available for isi review. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have broken molded insulator. The molded insulator with grip was found to be broken off and was approximately 15mm x 4mm long. The molded insulator with grip was not returned with the instrument. Additionally, the instrument was found to have a broken conductor wire inside the grey isolator part. The instrument failed the electrical continuity test. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.